Event description:
It was reported that during a ureteroscopy procedure, the fiber burnt the physician, after it was plugged in. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. According to the instructions for use (IFU), warning - a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The reported symptom of burn is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that during a ureteroscopy procedure, the fiber burnt the physician, after it was plugged in. The procedure was completed with another fiber without patient complications.